Manufacturer narrative:
This info has not been provided, add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn at this time.

Event description:
On first use, the graft filter for ria was missing the piece inside that facilitates collection. The graft was not collected and went directly into the suction canister. Surgeon selected another filter from the same lot # and reamed up a size to obtain graft. The non-union tibia ex nail was not damaged in the procedure and a larger nail was used to complete.